Manufacturer narrative:
Analysis of the balloon yielded a significant puncture at the distal cone. The deformation seen is not similar in any way to a defective balloon or a balloon which has been subjected to a pressure greater than the rated burst pressure. Inspection of the balloon surface at hight magnification yield no defects or features which could provide a clue to the burst. Data recorded by quality control prior to the lot being released to finished goods as well as all in process burst testing of balloons indicates that all specifications have been met. No other issues with this lot have been reported. With no films to review to determine the level of calcification in the left renal artrey, it is difficult to recreate the issue at hand and determine root cause. Based on the limited amount of information, atrium can find no fault with the manufacturing process of the catheter in question.

Event description:
Balloon burst at 4 atm. Patient had left renal stenosis that required intervention. The doctor gained access to the right femoral artery using micro puncture kit. Exchange to 7fr pinnacle sheath and 0.035" j-wire. The doctor accessed left renal artery and brought icast to lesion site. He did not pre-dilate. Once stent was positioned he started to inflate but balloon burst around 4 atm. The doctor pulled the balloon out and finished deployment with 7x20 balloon. Patient is fine.